Event description:
It was reported that during a da vinci si sacrocolpopexy a cable broke on the large suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a broken cable. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had slight damage on the surface. The cable segment stuck out at the instruments wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.